Event description:
It was reported that "patient began experiencing pain about 6 months post op. She was told that the poly has worn out completely, and it is metal on metal. Was told that the head was too big for the cup. Some loosening of the stem. Is experiencing grinding sensation and it feels like it gets stuck."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report. This is the same patient/event as MFR # 2249697-2011-00619 and 00620.